Manufacturer narrative:
Other, other text: b5: additional event information received. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented dirty, corroded quick connect, missing reflux plug, line cord discolored, missing water tank cap. The customer stated problem was duplicated. Replaced microswitch, line cord, quick drain connect, water tank cap, reflux plug. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous years and there was no indication of a service issue during the investigation.

Event description:
Additional info received via email 31-oct-2022: no adverse effects.

Event description:
It was reported that the customer can't get the hose into the unit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.